Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. Baseline was normal sinus rhythm with 53 beats per minute. The length of the membranous septum was noted to be discrepant as the measured taken by abbott and the account were 1.8mm and 5.7mm respectively. There was calcification observed from the annulus to the left ventricular outflow tract on the left coronary cusp (lcc) side. During the procedure, upon recapture the patient went into a complete atrioventricular block (cavb). The valve was able to be implanted at a depth of 6mm on the non-coronary cusp (ncc) and 4mm on the lcc. A temporary pacemaker was inserted via the left internal jugular vein as an intervention. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition.

Manufacturer narrative:
It was reported that during procedure upon recapture the patient went into a complete atrioventricular block. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be conclusively determined. The unexpected medical intervention was a result of a temporary pacemaker implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.